Event description:
It was reported that an occlusion alarm occurred. The event occurred while patient use and there was no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that an occlusion alarm occurred. The review of event log found that a "high pressure" alarm was recorded in the event log multiple times. There was no 12-month service history during the review. The visual and functional testing was performed. The reported issue was not confirmed because the test results (the measured values) lied within the product specifications. The device was returned to the customer with no repair provided to it.